Event description:
It was reported that the pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead. A beat did not capture and a backup pace was delivered. Noise was also noted on the non-boston scientific right atrial (ra) lead. The pacemaker system remains in service. No adverse patient effects were reported.